Manufacturer narrative:
The customer reported a complaint that " the fully charged autopulse li-ion battery (sn (B)(4) is unable to power on the autopulse platform" was confirmed during functional testing. The archive data could not be retrieved, and a review was not performed. The possible root cause for the reported complaint could not be determined. Upon visual inspection, no physical damage was observed. The status leds of the battery illuminated four steady green lights. The autopulse li-ion battery successfully charges in a known good autopulse multi-chemistry battery charger. The status leds on the battery showed four steady green lights. However, when the fully charged battery is inserted into a known good autopulse platform, the platform is unable to power on the platform, thus confirming the reported complaint.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion batteries (sn (B)(4), sn (B)(4), sn (B)(4) were unable to power on the autopulse platform. The status leds of the batteries illuminated 4 green lights. The batteries are able to charge in the multi-chemistry charger. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4).